Manufacturer narrative:
The unit was rebooted and the error disappeared and has not returned, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 email, (B)(6)2016 phone call.

Event description:
The hospital reported the unit alarmed 'software error' and lost mechanical ventilation. There was no report of patient injury.